Manufacturer narrative:
Device passed displacement and self tests. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Did not note any dust particles either on or under the lcd window. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer has had to go back to push the bolus button to deliver insulin. Customer declined to provide their blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.